Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection found the battery contacts to be corroded which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'came in totally depleted and will not clear battery alert' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a corroded contacts and the battery cell. The module was deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module came in totally depleted and would not clear battery alert. The event happened before the first clinical use (out of box failure) at the biomed service department. There was no patient involvement. No additional information is available.